Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and the surgeon monitor was replaced. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the surgeon monitor on the navigation system keeps flickering. Unplugging and re-plugging the cable resolved the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The cable for the monitor of the navigation system was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.